Event description:
Olympus was informed that during an uncertain procedure, the probe of the subject device broke. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 7 mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue.